Event description:
Female pt experienced general hair loss following 2005 evoked potential procedure. Reported general hair loss to scalp typical of alopecia. Pt claimed that hair loss was result of procedure. Claims that electrical stimulation to hair caused the loss.